Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostium of the right coronary artery. A 2.50x16mm promus premier drug-eluting stent was advanced to treat the lesion however, it was unable to cross. Upon withdrawal, it was noted that a sharp stent strut was sticking out.

Manufacturer narrative:
Device evaluated by MFR.: promus premier us mr 2.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the 2 most proximal stent strut rows; struts were lifted, damaged and pulled back in a distal direction the undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostium of the right coronary artery. A 2.50x16mm promus premier drug-eluting stent was advanced to treat the lesion however, it was unable to cross. Upon withdrawal, it was noted that a sharp stent strut was sticking out.